Event description:
Doctor reported that during the insertion of the implant, the mount fractured at tooth site 16. No other implant was placed. Upon follow up doctor confirmed that the mount hex fractured instead of the screw.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided . E1: reporter email address unknown / not provided. G4: premarket identification k101880. H4: device manufacturer date unknown / not provided. Upon follow up doctor confirmed that the mount fractured instead of the screw, description updated.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tsvtwb10, (imp,tsv,4.7,10,mtx,mg) for evaluation. Visual evaluation of the as returned devices identified the implant and bundle mount with signs of use, wear and apparent bone / tissue was observed attached to the implant external threads. Minor damage identified at the implant collar region likely from the removal process. Additionally, some damage was noticed around the implant's drive feature. No fracture was identified anywhere on the mount, and the mount screw was not fractured either. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 1265337. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1265337 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture mount.¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation is clinician does not follow recommended protocol for implant placement and final seating (e.g., tool inserted incorrectly, tool selection, tool not fully engaged). Therefore, based on the available information, a device malfunction did not occur. The reported event was unconfirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: premarket identification k101880.

Event description:
Doctor reported that during the insertion of the implant, the mount fractured at tooth site 16. No other implant was placed.